Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastro esophageal junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip would not deploy off of the catheter. The handle was extended all the way, pull wires were manipulated and the scope was taken out of retroflexion and eventually, the clip was deployed. The procedure was completed at this time. It was also noted that the control wire broke inside of the handle. There were no patient complications reported as a result of this event.